Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one admiral xtreme balloon to pre-dilate a 3x1.5 mm distal tibial / popliteal trunk lesion. The device was removed from its packaging and inspected with no issues noted. Embolic protection was not used. Negative prep was carried out successfully. An inflation device was used to inflate the balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during the first gradual balloon inflation to about 5 atm, the balloon burst (after approx 5 seconds). The burst balloon was successfully removed from the patient. The physician used another device to complete the procedure without further complications. No patient injury was reported.